Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of high blood glucose readings and leaks from the reservoir. The customer's blood glucose reading was 600+ mg/dl. The customer treated with a shot. The mother mentioned that they removed the reservoir and all of the insulin leaked out. However, no insulin was spilled in the reservoir compartment. The customer stated that there is no fluid under the lcd screen. The customer will be sent replacement reservoir.